Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers were not returned for evaluation. Log files pertaining to (B)(6) were not available for analysis. As a result, the reported "backup controller's internal battery was likely close to being depleted" event could not be c onfirmed. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis pertaining to (B)(6) revealed a controller power up with associated motor start event on 21-may-2021 at 02:01:41. The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and bat601968 was connected to power port two (2) with 44% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat602051 was connected to power port (1) and bat603322 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 12 seconds. Analysis of the alarm log file revealed a controller fault alarm logged on 21-may-2021 at 02:41:08, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. Additionally, a vad disconnect alarm and a controller power up event without a motor start event were logged on 21-may-2021 since at 03:48:24, likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported controller fault alarm and loss of power events involving (B)(6) were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported event involving (B)(6) may be attributed, but not limited to a reduced charge capacity of the internal battery. A possible root cause of the reported controller fault alarm involving (B)(6) may be attributed, but not limited to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Additional products: d4: serial or lot#: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #:1420 / catalog #:1420 /expiration date: 30-apr-2019 / serial #:(B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2018 labeled for single use: no. Patient ime code(s): (B)(4) imf code(s): (B)(4) img code(s): (B)(4) FDA device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited a controller fault alarm due to depleted internal battery and also had an unexpected loss of power. The backup controller's internal battery was likely close to being depleted as well. Both controllers were removed from use. No patient complications have been reported as a result of this event.